Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received by our service center in (B) (4) and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during preparation for a radio frequency ablation procedure, the generator did not activate and displayed "temperature test failed". Another generator was used to perform the procedure.